Event description:
As reported by the exactech knee replacement study, approximately 3 months post op the initial tka, this 53 y/o female patient was experiencing increased pain and stiffness. The case report form indicates this event is possibly related to devices and unlikely related procedure. This event report was received through clinical data collection activities. Action taken: medication. X-rays. Follow up in four months per doctor's instructions.

Manufacturer narrative:
Concomitant medical products: 02-020-14-0235 - truliant cr por fem cr por left sz 3.5 sn: (B)(4), 02-022-55-3525 - truliant por tib tray size 3.5f/2.5t sn: (B)(4), 200-07-32 - advanced patella 32mm 3 peg implant sn: (B)(4),

Event description:
As reported by the exactech knee replacement study, approximately 3 months post op the initial left tka for primary osteoarthritis, this 53 y/o obese female patient was experiencing increased pain and stiffness. The case report form indicates this event is possibly related to devices and unlikely related procedure. Action taken: medication. X-rays. Follow up in four months per doctor's instructions. Follow up was on (B)(6) 2022; action taken: none; outcome: resolved. This event report was received through clinical data collection activities. No additional information was provided.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported by the exactech knee replacement study, approximately 3 months post op the initial left tka for primary osteoarthritis, this 53 y/o obese female patient was experiencing increased pain and stiffness. The case report form indicates this event is possibly related to devices and unlikely related procedure. Action taken: medication. X-rays. Follow up in four months per doctor's instructions. Follow up was on (B)(6) 2022; action taken: none; outcome: resolved. This event report was received through clinical data collection activities. No additional information was provided.